Event description:
It was reported that an anterior discectomy from l5-s1 was performed on (B)(6) 2014. When attempting to insert the synfix-lr trial by tapping with a mallet, the trial spacer handle broke at the thread interface leaving part of the threaded portion inside the trial. The surgeon was able to pull out the trial easily using a multipurpose clamp. Another trial and spacer handle were used. The procedure was successfully completed without patient harm or other medical intervention. A one minute surgical delay was reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A pd evaluation was conducted. The report indicates that one trial spacer handle along with one trial spacer were returned together with a complaint description of ¿when attempting to insert the synfix-lr trial implant by tapping with a mallet, the trial spacer handle broke at the thread interface leaving part of the threaded portion inside the trial.¿ the two parts are used together for stand-alone anterior lumbar interbody fusion procedures indicated for patients with degenerative disc disease. Indications are provided to use pre-operative planners for proper parts selection as well as step by step explanations are described including recommendations and precautions. A trial spacer may be used as a template to facilitate the selection of the trial implant. A trial spacer handle is attached and controlled light hammering on the handle may be applied to advance the trial spacer into the disc space. The returned device was released to the warehouse in april 2011. The trial spacer handle was received with the tip of the spindle assembly broken off and embedded in the orifice of the trial spacer. This complaint failure could have been caused by improper technique (use of handle in loosened state, excessive impaction force, cross threading) leading to the fracture of the trial spacer handle spindle tip. A design change to the spindle subassembly was implemented, to address the breakage of the distal tip of the spindle prior to the manufacturing of this lot. Despite the change in design and materials in order to improve the performance of this device, and given the severity of risk associated with this complaint, this complaint is valid from a design perspective. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device is expected to be returned for review/investigation. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: avalign technologies ¿ nemcomed manufactured the trial spacer handle, p/n 389.151, and lot number 6581166 for po (B)(4). The supplier¿s certificate of compliance (dated march 24, 2011) indicates the parts were manufactured to p/n 389.151, revision ¿e¿ and met the required specifications. The lot was inspected and conformed to the synthes, incoming final inspection sheet number (B)(4), revision ¿c¿, completed april 7, 2011. No non-conformance reports were generated for this lot, and the parts were released april 8, 2011. P/n 389.151 is made from drawing, (B)(4), revision ¿e¿, released october 31, 2008. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.